Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lcd monitor did not turn on. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, d8, d9, h4, b5, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to the failure of the g1 (printed circuit board) board. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during unspecified diagnostic procedure.